Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30nov2018. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. During troubleshooting, it was found that the data acquisition to motor controller cable was not secured to the data acquisition board. The customer secured the cable and the issue was resolved.

Event description:
It was reported that the device logged error code #1008 (auto-zeroing of machine and proximal pressure transducers fail in power on self-test) the device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.